Event description:
It was reported that the 9800 system had poor image quality and premature heat warning during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The 5 volt power supply was adjusted during the service call. The system was not put back into service.